Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty inserting the guide wire was not confirmed as a proxy guide wire was successfully backloaded through the sheath without resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulty could not be determined based on the returned device condition. Factors that contribute to difficulty inserting the device over the guide wire include, but not limited to, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device. A new prostyle was attempted to be used, but the guide wire was unable to be inserted into the device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.